Event description:
Healthcare professional reported, left side "has been having issues with the device. Which, is forming a capsular contracture. Confirmed, by exams" and "due to the presented problems, like itchiness and pain to the touch. Will have to undergo surgery". Device remains implanted.

Event description:
Patient reported, left side " has been having issues with the device. Which is forming a capsular contracture, baker grade unknown. Confirmed by exams". And "due to the presented problems, like itchiness and pain to the touch, will have to undergo surgery". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.